Event description:
A malfunction on the pump was reported, and there were no notable events that occurred prior to it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any further malfunctions occurred, and they acknowledged this guidance.